Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited short ams and non-sustained ventricular oversensing episodes, review merlin transmission. Upon review, far r signals were being seen on the atrial channel causing short ams episodes. True atrial events during sinus tachycardia caused pseudo pseudo fusion with an atrial paced falling on top of an r waves. The device was reprogrammed. The patient was stable.